Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient presented to emergency room for an emergent aneurysm rupture in an endovascular procedure utilizing a 15fr gore® dryseal flex introducer sheath and gore® excluder® conformable aaa endoprosthesis. Reportedly, the 15fr sheath was used for the ipsilateral side in order to place the 23mm trunk ipsilateral leg conformable. The graft was deployed fully, however, when trying to remove the catheter, the olive tip broke off as it caught on the sheath. Fortunately, physician was able to snare the olive tip back into the sheath with no harm to patient (no piece left inside) and replaced the sheath with a 16fr sheath to continue the procedure. The patient's iliacs were noted to be tortuous and at end of procedure, there was a type 1a endoleak which physician attempted to fix by adding an aortic extender but it did not fix the problem. At this point, physician tried to place endo anchors into the graft, however, physician was only able to place one endoanchor when patient's pressures started to worsen and they had to open the patient's abdomen. After they suctioned out the patient¿s belly, they went back in and tried to place the other endo anchors and realized the contralateral limb popped out (disconnected) from the main body. At the same time, the patient started to deteriorate rapidly and ended up passing away due to the ruptured aneurysm. Physician stated there were no device related complications that led to the patient¿s death as its due to the emergent aneurysm rupture they were treating and the patient was in horrible condition at baseline. However, they had already opened the patient¿s abdomen before the limb disconnected, which physician said is likely due to the manipulations from the anchor catheter and from opening the belly while moving the aorta around.